Manufacturer narrative:
Device evaluated by MFR: an accustick device was returned for analysis (dilator, sheath and molded stiffener). Visual inspection of the returned device showed residues on the dilator and stiffener that indicate use and handling of the device. No visual issues were observed with the molded stiffener. The tip of the sheath and dilator were damaged (bent outwards), also drag marks observed on shaft of the sheath indicate that the radiopaque (ro) marker was moved proximally indicating the device was pushed against a hard surface. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the tip of the guidewire was split. An accustick ii guidewire was selected for use. During the procedure, it was noted that the end point of the wire was split. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the tip of the guidewire was split. An accustick ii guidewire was selected for use. During the procedure, it was noted that the end point of the wire was split due. The procedure was completed with another of the same device. No patient complications were reported.